Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl and 388 mg/dl. The customer was treated insulin pump. The customer was alleging insulin pump for under delivery. The drive support cap appears normal. The customer also reported that insulin exited at the quick release. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08810 inches. No excessive no delivery alarm noted during the testing.